Manufacturer narrative:
Although a temporal association exists between the liberty cycler and the reported adverse event(s) of pleural effusion and acute hypoxic respiratory failure, there is no documentation or evidence indicating a causal relationship between the liberty cycler and the adverse event(s). Additionally, there is no allegation, documentation or indication that any fresenius product(s) or device(s) malfunctioned, caused or contributed to the adverse event(s). Based on available information the exact causal event(s) of the pleural effusion and acute hypoxic respiratory failure cannot accurately be determined. However per the patient¿s pdrn, the causal event(s) are in direct correlation to the patient¿s compromised cardiac status. The patient has continued to utilize pd therapy. The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
On (B)(6) 2017 a contact for a peritoneal dialysis patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) contacted customer support regarding operational questions with the liberty cycler, and reported the patient had returned from the hospital that same day. During a follow up call to the peritoneal dialysis registered nurse (pdrn) on (B)(6) 2017 it was reported the patient was hospitalized from (B)(6) 2017 due to a pleural effusion and acute hypoxic respiratory failure as a result of the patients¿ diminished cardiac status (details unknown). The hospital course is unknown, as is the discharge disposition of the patient. However the pdrn reported the patient continues to utilize ccpd therapy, and has experienced no further hospitalizations or adverse event(s). It is unknown if any fresenius product(s) or device(s) were utilized during the hospitalization. Discharge summary requested, however has yet to be received.